Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the device did not cut or staple. The procedure was converted to a traditional hemorrhoidectomy. There is no additional information available at this time.